Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic, unsuspected episodes of atrial fibrillation detection revealed intermittent far r-wave oversensing on the atrial channel. Programming changes were made. No symptoms were reported. The patient will be monitored with routine follow up.